Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : for allegations of pain a device manufacturing (mre) review will not be performed even when product/lot information is known. Per wi-3430, review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain.

Event description:
Medical records received. Office notes (B)(6) 2021, indicate the patient is experiencing pain, instability, subluxation, audible popping sounds and limp. Revision operative notes (B)(6) 2021, indicate the patient received a right total hip revision due to recurrent instability. Operative findings include impingement of the neck of the stem on the poly liner, this caused a dent/wear spot on the liner. Head and liner were revised. The surgery was completed without indication of complication by the surgeon.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 health effect - clinical code. H6: appropriate term / code not available (e2402) is being utilized to capture joint injury/ injury (e20), joint disorder/ musculoskeletal system (e16). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: h6 medical device problem code.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical notification received for revision of right total hip to address pain and stiffness date of implantation: (B)(6) 2007, date of revision: (B)(6) 2021, (right hip). Treatment: head and liner were revised; all other products were retained.